Event description:
It was reported that a malfunction alarm, identified as malfunction 9, occurred. The customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support helped the customer reset the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if any further issues occur.